Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 428 mg/dl at the time of the incident and other blood glucose value was 578 mg/dl. Customer was treated with bolus with the insulin pump. Customer had not alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.